Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the mesna infusion was set to be infused over a total of 12 hours - total volume in bag + 30 ml flush 2,690 ml infusing at a rate of 224 ml/hr. At hour 12 per alaris pump total volume had been infused but there was still about 200 ml of volume remaining in the bag. Mesna infused for an additional hour before completing. At the completion of infusion alaris pump read total volume infused 2903.81 ml. The alaris pump was not sequestered." Although requested further information was not given.